Manufacturer narrative:
Based on the additional information received on 26-jul-2021, the alleged surgical procedure was not related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On 26-jul-2021, the following information was provided to kci by the nurse: the alleged surgery was not caused or contributed by the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The surgery was the scheduled second step of the initial plan of care.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged surgical procedure was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. No additional information has been provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system confirmed there was no fault was found with the device. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On 25-jun-2021, the following information was provided to kci by the patient: on (B)(6) 2021, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold allegedly due to a wound related surgical procedure. No additional information was provided. On 20-may-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 23-jul-2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.